Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, both t1 and t2 of a fast-fix 360 deployed simultaneously. Both implants were removed from the patient with forceps. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported. Patient status is healthy.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with the actuator bar fully extended, no suture or implants were returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it does not cycle as designed. The failure to cycle have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.